Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Non-healthcare professional . Information regarding PMA/510k: den170015. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the user indicated that the catheter was clogged due to blood and fluids in the endoscope channel. This is the most likely root cause for the reported observation. The instructions for use (IFU) state: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." The IFU instruct: "before inserting catheter into accessory channel, identify bleeding site, remove as much blood as possible, then flush accessory channel with air." Flushing the channel with air will dry residual moisture in the channel and prevent fluid from entering the catheter during advancement through the endoscope. The user indicated that the channel was insufficiently flushed. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the investigation finding that the likely cause of the reported observation was related to blood or other fluid contacting the catheter, a cook representative has contacted the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. When the customer tried to deploy [the hemospray device], it got wet and it clogged completely [unable to spray] (subject of this report). The nurse continued trying to deploy [the powder] and they checked the connections, unsuccessfully. The customer took the catheter out and got a puff of dry spray in the room, to their surprise. [The user] put in the second catheter and completed the procedure successfully. The physician was pleased with the performance of the second catheter. The cook district manager provided an in-service prior to this event. Additional information was received on 29-may-2019: the catheter got clogged due to fluid in the channel of the endoscope. The customer did not expel the channel well enough. The fluid was from blood and fluid around the bleeding site. An unintended section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.